Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, down arrow, contrast, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/03/2016 with the following findings: during investigation, the keypad was intact with all keypad buttons responsive to user input. The keypad cover was removed to find no contamination under the button contacts. No button contact defects were found. The pump cover was removed to find no evidence of internal moisture. The keypad latch was fully closed. No damage was found to the keypad flex. The original complaint of under responsive keypad buttons was unable to be duplicated. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad.